Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulty connecting the sheath to the clip applier and bent garage leaf were confirmed based on the returned device condition. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a thrombectomy procedure. Reportedly, when inserting the starclose se device into the exchange sheath, one of the garage leaves of the starclose se device was bent and almost stuck the physician. The clip was not deployed. The exchange sheath remained in place in the patient anatomy and a new starclose se clip applier was attached to the exchange sheath. The starclose se clip was deployed and hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, when deploying the clip of the starclose se device, the "metal sheath poked out" and almost stuck the physician. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.